Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. This complaint will be monitored as part of complaint data analysis.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported when the catheter was taken out of the package and the user attempted to connect it to the pim, it was found that the distal part of the catheter was damaged. The catheter was not used in the patient. There was no patient injury. Another device of same product was used to complete the procedure. The returned device was inspected and the scanner body had been broken off of the device at the junction of the inner member and scanner body, the weld leg traces and underlying substrate had all been broken, the esl remained intact and there was no stretching or tearing. Without the scanner body of the device, the probable cause of the reported failure could not be determined. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the damage occurred.